Event description:
Pt reported that insulin cartridge broke inside device's insulin cartridge chamber (this occurred two times--1.5 hours apart), and there is moisture in the insulin cartridge chamber. No error messages were generated by device. Pt's blood glucose is "hi" due to cartridge breaking. Pt self-treated high blood glucose by delivering 20 units of insulin via pen.